Event description:
It was reported that during an esophagectomy, the device fired malformed staples and delivered an incomplete staple line. Additional sutures were used to complete the procedure. There was no adverse consequence to the patient.